Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses and that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issues. Additionally, it was reported that the wake button was delayed in responding to presses. Customer's blood glucose was 298 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button and cgm error issues were verified. Based on the analysis, the alleged touchscreen issue could not be verified.